Event description:
It was reported that the patient implanted with this pacemaker system underwent an unrelated surgical procedure with electrocautery. The pacemaker was programmed to ddd, and a signal artifact monitor (sam) episode disabled the minute ventilation (mv) feature due to electrocautery noise with oversensing. It was determined that rate response was turned on during a mode switch, however there was no indication of pauses in pacing greater than two seconds due to the presence of vp-ns markers. The health care professional (hcp) noted that the patient needed minute ventilation (mv) due to shortness of breath (sob) with activity. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system underwent an unrelated surgical procedure with electrocautery. The pacemaker was programmed to ddd, and a signal artifact monitor (sam) episode disabled the minute ventilation (mv) feature due to electrocautery noise with oversensing. It was determined that rate response was turned on during a mode switch, however there was no indication of pauses in pacing greater than two seconds due to the presence of vp-ns markers. The health care professional (hcp) noted that the patient needed minute ventilation (mv) due to shortness of breath (sob) with activity. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.